Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the surgical procedure, the surgeon reported the stapler "locked", requiring its replacement by another device from different lot. The problem did not cause harm to the patient ".